Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module laser filter lifting. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the biopsy inlet t-piece fluid damage, the receptacle fluid damage, the light guide base column fluid damage, the remote control wire fluid damage, the zoom motor fluid damage, the ground lug plate fluid damage, the ground wire fluid damage, the ccd module fluid damage, the light guide cable fluid damage, the remote control buttons perforated, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.